Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2014 during which a screw was implanted for treatment of a l1 burst fracture, fixing the region between th12-l2. At some point postoperative, the device broke and was reportedly removed during a revision procedure on (B)(6) 2015. Some of the broken pieces remained in the patient at the right pedicle of the l2 region. This report is for one (1) unknown universal spine system fracture clamp. (B)(4).

Manufacturer narrative:
Additional narrative: this report is for one (1) unknown universal spine system fracture clamp. Additional product codes for this report include: mni, mnh, kwp, and kwq. It is unknown if this device was removed/explanted during the revision procedure on (B)(6) 2015. (B)(4). There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event (revision procedure). The reported event requires medical/surgical intervention to preclude permanent damage to a body structure. Specific part and lot numbers for the complainant clamp were not provided. The likely 510k number, based upon product family, is (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.